Manufacturer narrative:
The unknown zimmer implant was not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot numbers along with the applicable device history records (DHR), instructions for use (IFU), and risk files. The implants were located at tooth #20 and was implanted in the patient's mouth for approximately 20 years. The patient was also reported to be a smoker with the oral hygiene box checked. Patient bone density is unknown. Two months after the implant removed the patient experienced a pathological fracture in the jaw and bone loss. No other pre-existing patient conditions were noted in the complaint form. No x-rays were provided by the customer for the reported event of infection. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure they are within specifications. Sterilization record review could not be performed, as the lot numbers associated with the reported products are not available. Complaint history review via item or lot number could not be performed as the reported lot numbers are both unknown. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (infection) or for any zimmer implants. Based on the investigation, the alleged malfunctions could not be verified. As a result, the reported event is non-verifiable as it is a medical condition event. The following sections have been updated: b4: date of this report, d2: type of the device, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that an unknown zimmer implant at site location 22 was removed due to infection.